Event description:
It was reported to boston scientific corporation that the patient had an uneventful implantation of a lynx suprapubic mid-urethral sling system on an unknown date. Reportedly, ten days post-implantation, the patient went to the hospital due to a very full bladder, and was admitted to have her bladder drained (specifics unknown) and ensure there were no other issues. The physician opines that the patient's urinary retention could have been attributable to the lynx sling, but he is not certain. The patient, who is over 18 years old, is now fine; the retention has completely resolved.